Event description:
It was reported that the screw fractured inside the implant. After that, the implant was removed due to loss of integration (ce-34953-2024). Tooth site 24.

Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. H3 other text : product not returned.